Event description:
Pt diagnosed with a ruptured silicone gel implant, left breast. Surgery was scheduled for removal/replacement of a ruptured silicone gel implant in the left breast, tissue expander placement with permanent implant in the right breast and mastopexy of the left breast. During surgery, free gel was found within the capsule. The free gel and implant were removed, capsulotomy performed and a new implant inserted.